Event description:
Information received of a patient slipping out of medcare belt and getting injured.

Manufacturer narrative:
Prism was informed of this incident 3 month's after the occurrence at the user facility and has made an concerted effort to confirm and document the incident by contacting the user facility on multiple occasions with no response. The report will be updated if information is later received.